Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that it was impossible to connect the right ventricular (rv) lead into the device with the correct impedance value. The device was not used. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found.the returned device indicated a damaged grommet and the returned device indicated a missing set screw.the analyst also noted: iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Please see (B)(4) for further explanation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.